Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip ejected when the device was fired outside the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? No information. What vessel or structure was the device fired on at the time of the event? The device was not used for the patient. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? -no information. Was the device fired after this incident in or out of the patient? No information. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eleven clips, the remaining clip was not properly fed into the jaws causing the clip to be ejected during consecutive firing sequence the clip was caught between the jaws and top shroud due to the found feeding issue. Finally, it locked out as intended. It should be noted that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.